Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. After the right atrial (ra) lead was implanted, loss of capture was noted, and pacing impedance was found high and out-of-range. The lead was repositioned three times, but no improvement. The lead was removed and replaced. The patient was stable.